Event description:
There have been 3 malfunctions of needles in last 2 weeks. The malfunction was that, when pulling out the stylet, the end cap fell off and there was blood dripping. The third needle was stuck in the tubing and when pressure was released, the needle came through the tubing. The IV needed to be restarted.